Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. The attachment device was evaluated and it was found that the device was unscrewing. Therefore, the reported condition was confirmed. An assessment was performed which found that the device failed the nose tube assembly assessment, the nose tube came apart. The assignable root cause of this condition was determined to be due to inadequate manufacturing specifications. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during cleaning, it was observed that angle attachment device was unscrewing with use. During service and evaluation it was found that the device failed the nose tube assembly assessment, the nose tube came apart. This event did not occur during surgery. It was reported that there was no delay to a planned surgical procedure, and unspecified spare devices were available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.